Event description:
It was reported that an ilet user noted elevated blood glucose to 208 mg/dl after eating pancakes that exceeded the user¿s usual carbohydrate amount, despite entering a usual meal announcement on the device. Symptoms included hyperglycemia and a sensation of feeling warm. Outcomes included no health consequences or impact, and the glucose trended down to 156 mg/dl. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcing an incorrect meal size in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.